Manufacturer narrative:
Concomitant medical products: 4558m53 lead, implanted: (B)(6) 1996; addrs1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) was explanted. The pacing leads were capped. The patient received a leadless ipg. No further patient complications have been reported as a result of this event.